Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19204. It was reported the patient did not receive adequate pain relief from the system. The patient's system was explanted and returned to sjm. The patient has been implanted with a competitor's device.

Manufacturer narrative:
Complaint could not be confirmed "ineffective stimulation." The ipg was functionally tested and passed all testing. Visual inspection of the lead showed that the lead was severely twiddled or twisted. This is consistent with the patient playing with the ipg while it was in the pocket. Continuity testing was performed from the cut wires to their corresponding end and no anomaly was noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.